Event description:
The sales rep has reported that the customer has requested to have the st holster evaluated for "threaded out," thumb screw connection. The thumb screw is becoming loose due to the inability of the screw to stay tight inside of the holster.